Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced left side deficit which included unable to move the left foot, arm or hand. The patient received an ultrasound and it was determined that the stent looked occluded. The physician performed a carotid endarterectomy (cea) procedure to explant the stent. After the completion of a cea procedure, an angiogram was performed, and the physician did not see any large vessel occlusion. When the stent was explanted, the physician noted that there was nothing remarkable within the stent. Upon extubating, the patient continued to present with left sided deficit which resolved within ten minutes of arriving in recovery. The patient has since fully recovered and was able to comply with instructions and move all extremities equally.